Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb (etlw1613c124ee) was implanted during the during the endovascular treatment of a 58mm fusiform infrarenal abdominal aortic aneurysm. The proximal the proximal aortic neck diameter was 20mm and15mm in length. Mild neck vessel calcification was present with calcification seen at the left and right iliac arteries. The celiac artery, sma, and ima were patent. It was reported during the index procedure, etlw1613c124ee was deployed successfully however when the physician was recapturing the device to close it, the trigger became stuck. The physician had to manually close the device by winding it all the way down to close. Per the physician the cause of the trigger failure was device related. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported "difficult to remove" the iliac delivery system could not be assessed on the pre-implant films provided, therefore a cause can not be established. Lack of provision of procedural images showing the deployment of the stent graft and removal of the delivery system means that the reported removal difficulties event cannot be assessed. An unknown procedural or possible device issue cannot be ruled out as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.